Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One unused 6 fr 45 cm destination sheath assembly, dilator and the valve assembly was received in the pouch pack for product evaluation. No other accessory components were returned. The valve assembly was not screwed to the sheath hub, and the dilator was not mated to the sheath. No other visual anomalies were noted. The complaint can be confirmed for valve assembly difficulty. The cause of the event cannot be determined at this time as it is likely that the valve assembly could have unscrewed from the sheath hub at an unknown time post production. The device was in a conforming state when released from terumo control as revealed from the review of DHR.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation- lead tech. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. (B)(4). A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the lab opened the destination sheath and the valve was not connected to the sheath itself. When the packaging was opened the valve fell on the floor and a new destination had to be opened. There was no patient injury, medical/surgical intervention required. The patient's condition was good. The procedure was successful. Additional information was received on 08oct2020. The procedure being performed was a peripheral angiogram. The ccv did not look broken or damaged. The destination box was not damaged.